Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The clip was found broke during usage on the patient.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73f2000183 was manufactured on 06/09/2020 a total of (B)(4) pieces. Lot was released on 06/18/2020. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The clip was found broke during usage on the patient.